Event description:
It was reported that the patient experienced difficulty and frequent ipg charging. It was also noted that the stimulation was working well for the pain, however, it was not covering all areas. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.